Event description:
Patient was here for a choley tube change. Tube was found to be in three pieces. 2 of the 3 pieces were retrieved, a third piece was left in gallbladder. Boston scientific expel catheter lot # 23374543.